Event description:
Female pt suffered a toxic exposure in an apartment building where she both lived and maintained a business. She has experienced a demonstrable inflammatory response on recent patch testing for sensitivity to certain latex/rubber related compounds. Rptr is currently evaluating the relationship between an exposure to the chemistry of condom products pt was using prior to the time of the acute onset of her symptoms, and her continuing medical problems. In spite of written requests by certified mail, MFR has not responded with the info requested regarding the complete chemical formulation of these products or documentation of their safety for use.